Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment on 30 january 2017. The representative reported that they manually opened the gantry door, manually adjusted the tube and detector and then invalidated home to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site radiologic technologist (rt) reported that, while in a spinal fusion, the tube and detector for the imaging system would not rotate. The site attempted to rotate them in both directions, but they would not move. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.